Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a elan4 electro perforator. According to the complaint description the bit does not engage during surgery. When using a non-aag bit, the bit did not disengage. This resulted in damage to the dura. Although the release system is integrated into the bit, we will recover the elan 4 motor ref ga822 to which the bit was connected in order to have it checked. Currently a life threatening situation was reported. The dura mater was injured due to this situation. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: visually and functionally the product is in a good condition. No malfunction was found. The ga822 #(B)(6) perforator is without defects. The easydrill bitt dm0010faa (not an aesculap product) described by the customer was not included. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Investigation results: to date there is no device available for investigation. Therefore, no investigation possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures / preventive measures: on the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. For further investigations we need the product for examination. Based on the investigations and results of the 8d report a CAPA is not necessary.